Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 4 years and 1 month post implant of this bioprosthetic valve, it was replaced valve-in-valve due to severe aortic regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Without the return of the valve for analysis, a root cause of the issue cannot be determined. The event also reported the patient experienced an infection one year post implant, a positive blood culture was identified the organism, streptococcus gordonii. The patient was treated with antibiotics during the course of 6 weeks, after which this infection resolved. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as streptococcus gordonii species, and it also has demonstrated the ability to inactivate the biological indicator. The reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it was unlikely that the organism originally came from the device and/or manufacturing valve process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.